Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814) was placed, but the cerebrospinal fluid did not flow. The cerebrospinal fluid did not flow even though the reservoir was pumped. The valve was removed, however, the reservoir remained dented. Therefore, the procedure was completed with a replacement product available. No surgical delay and no patient consequences reported.

Manufacturer narrative:
Certas plus (ID 828814) has been returned for evaluation. Device history record (DHR) - the product code 82-8814 with lot 6105678, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to after steam sterilization the ruby ball sticks to the ruby seat 'excessive pressure required to flush the valve pre-procedure ("valve popping"), physician scraps valve, no flow issue noted when the valve was investigated.